Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 40-400 mg/dl range. Reportedly, the customer miscalculated the amount of carbohydrates consumed and did not eat enough for boluses delivered. Customer ate food to address bg levels.